Manufacturer narrative:
Updated fields: d4-unique device identifier (UDI) #1, e1: email null, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported defective insertion occurred when using the biopsy forcep during a diagnostic bronchoscopy procedure. Metallic fiber-like debris adhered when the forcep was withdrawn. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the metal fragment was confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: do not coil the insertion portion with a diameter of less than 15 cm. Doing so could damage the insertion portion, and could cause the manipulation wire to become detached from the cups. If this happens, you may feel a difference when attempting to operate the instrument. For example, the slider may become loose or difficult to move. In this case, stop using the instrument immediately. If you continue to use the instrument and move the slider forward, the operation wire may extend from the distal end of the insertion portion, which could cause patient injury, such as bleeding or mucous membrane damages. Never use excessive force to open or close the cups. This could damage the instrument. If you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. Do not use the instrument if you detect any abnormality. The breakage of the distal end such as the operation wire¿s detachment could cause mucous membrane damages. If the manipulation wire becomes detached while the biopsy forceps are inserted in the endoscope, first move the slider all the way in the proximal direction in order that the cups may come as close to the distal end of the endoscope as possible. Then, withdraw the biopsy forceps and the endoscope together from the patient¿s body with extreme care to avoid causing patient injury. At the same time, make sure that no part of the manipulation wire has fallen into the patient¿s body. Do not withdraw the instrument from the endoscope while the cups are open. Doing so could damage the endoscope and/or instrument. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the instrument and/or endoscope. Do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient¿s body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.